Event description:
It was reported that the healthcare provider (hcp) called to report this subcutaneous implantable cardioverter defibrillator (s-ICD) device received a battery depletion alert. The hcp stated that the battery capacity had dropped from about 33% to 4% in approximately six months. The hcp sent the device's data for further analysis to boston scientific technical services (ts). The device data showed an increase in power consumption possibly due to hydrogen degradation of the component. Ts recommended for the device to be replaced. The patient reported experiencing beeping tones emitted from the device. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the healthcare provider (hcp) called to report this subcutaneous implantable cardioverter defibrillator (s-ICD) device received a battery depletion alert. The hcp stated that the battery capacity had dropped from about 33% to 4% in approximately six months. The hcp sent the devices data for further analysis to boston scientific technical services (ts). The device data showed an increase in power consumption possibly due to hydrogen degradation of the component. Ts recommended for the device to be replaced. The patient reported experiencing beeping tones emitted from the device. Device remains in service. No adverse patient effect reported.

Event description:
It was reported that the healthcare provider (hcp) called to report this subcutaneous implantable cardioverter defibrillator (s-ICD) device received a battery depletion alert. The hcp stated that the battery capacity had dropped from about 33% to 4% in approximately six months. The hcp sent the device's data for further analysis to boston scientific technical services (ts). The device data showed an increase in power consumption possibly due to hydrogen degradation of the component. Ts recommended for the device to be replaced. The patient reported experiencing beeping tones emitted from the device. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to return.